Event description:
Customer reported that her insulin pump is not working correctly. Customer stated that she was delivering a bolus, the insulin pump went blank, started counting up and it did not restart. Customer stated that she was not using the recommended batteries. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.